Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, etcu main drawer 3 would not open, could not be recovered, and manual release with the red button was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 was not opening. A field service engineer (fse) inspected drawer and found that the latch inseparable was not moving freely to release drawer and c channel was too tight. Further the fse replaced the latch inseparable and loosened c channel. The system functioned as intended after the field service engineer repaired the device.